Event description:
It was reported by service report that the nurse call cable had several bent pins and would not plug into the wall allowing nurse call to function. No patient involvement or adverse consequences are reported.